Event description:
The technician alleged that the head of the bed is going up on its own. No patient impact.

Manufacturer narrative:
The technician found a stuck control button on the right user control module. The technician replaced the right user control module to resolve the issue.